Event description:
This report is to advise of a fractured guidewire noted during analysis.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The guidewire assembly was also returned. The guidewire was noted to be bent and unraveling 0.8¿ from the proximal end. Resistance was noted when the returned guidewire was inserted into the dilator due to the aforementioned damage to the guidewire. Both the dilator distal tip inside diameter and guidewire outside diameter measurements were within specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported guidewire damage and insertion difficulty remains unknown.